Manufacturer narrative:
(B)(4): "neurologic manifestation"). A review of radiographic images was performed. "Multiple plane xrays taken of a spondylolisthesis at l4/5, grade 1. Postop decomposition with interbody device at l4. Initial postop films are underexposed and do not show accurate spacer placement. Later films cannot verify migration of spacer or screw loosening." Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient with degenerative spondylolisthesis and osteoporosis underwent a procedure at l3-l5 via tlif using solera and competitor's spinal cage. Sometime post-operative, it was confirmed that the cage backed out and a screw was loose. According to the report, the backed-out cage is interfering with the l4 root, and is causing patient neurologic manifestation and pain. No revision surgery is under consideration at this moment. The surgeon commented that the screw loosening most likely caused the cage migration. No other patient complications were reported.